Event description:
It was reported that the radiofrequency programmer head interface on the link electronic module board was loose, and that the radiofrequency programmer head did not work. Both the programmer and the programmer head were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the device would not interrogate when tested, uplink functional testing failed due to the cable being out of electrical specification. Product ID: 2090am programmer; (B)(4).